Event description:
During a follow-up, low impedance was observed. During the explant the insulation on the lead was found to be breached proximal to the svc coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasions at 12.7cm, 16.5cm and 18.2cm to 18.7cm from the connector pin. These abrasions are consistent with that of friction to ICD can. Insulation abrasion was also found between 25.5cm and 30.5cm from the helix end. The rv cable also had an abrasion at 25.5cm from the helix end. The insulation of the distal coil was also abraded through in this area. The cause for abrasions on the rv cable could not be determined due to the lead being severely damaged.